Event description:
It was reported that in the intensive care unit, a PICC (peripherally inserted central catheter) was being placed via the basilic vein. They were feeding the sheath/dilator over the spring wire guide (swg). They performed a skin nick and then began to advance the sheath/dilator into the patient. The sheath, where the lip/transition is, began to curl back. They did not want to insert the rest of the way into the patient due to possible vessel damage. The catheter was removed and replaced successfully. There was no patient death, injuries or complications. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.